Event description:
It was reported that one day post device implant, the right ventricular (rv) lead impedance was high. The rv lead alert range was changed and the patient was sent home. The patient returned two days later due to audible tones. Impedance was high and thresholds had increased. An x-ray showed what appeared to be the device header without the rv pace/sense pin fully inserted. The lead pin was removed from the device header, tested with the analyzer with normal results and reinserted into the device header. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device was analyzed. Two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. Programmer s2d data file (B)(4) shows alert events for "rv bipolar lead impedance 1121 ohms." And "rv bipolar lead impedance > 3000 ohms." On (B)(6) 2012.